Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of uti and lack of efficacy are defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator stated that the therapy has never worked for them. Their fecal incontinence and urinary incontinence symptoms are worse than ever. The patient has had their stimulation adjusted and programming changed several times with no success. It was noted that the patient had an active urinary tract infection that needed to be treated. Stimulation was turned off while they were treating the infection. The device was turned back on. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. . Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator stated that the therapy has never worked for them. Their fecal incontinence and urinary incontinence symptoms are worse than ever. The patient has had their stimulation adjusted and programming changed several times with no success. It was noted that the patient had an active urinary tract infection that needed to be treated. Stimulation was turned off while they were treating the infection. The device was turned back on. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator stated that the therapy has never worked for them. Their fecal incontinence and urinary incontinence symptoms are worse than ever. The patient has had their stimulation adjusted and programming changed several times with no success. Information sent by the patient care team to the patient's representative to follow up with the patient. There were no additional patient complications.